Manufacturer narrative:
B3: estimated as 10/23/2023 as the published date for the article is noted to have been presented as an abstract at tct, october 23-26, 2023 citation: kapadia sr, krishnaswamy a, whisenant b, et al. Concomitant left atrial appendage occlusion and transcatheter aortic valve replacement among patients with atrial fibrillation. Circulation. 2024;149(10):734-743. Doi:10.1161/circulationaha.123.067312.

Event description:
It was reported via journal article that death occurred. The following event was obtained via a retrospective article following 177 patients who underwent a transcatheter aortic valve replacement (tavr) and left atrial appendage occlusion (laao). The patients were implanted with the watchman 2.5 device per the instructions for use and were treated with warfarin and aspirin for 6 weeks after the procedure. All patients underwent tavr first and then watchman procedure was performed. Transseptal puncture was performed after the tavr was completed when patients were on anticoagulation. After 6 weeks, the plan of care followed watchman 2.5 labelling including 6 months of dual antiplatelet therapy. Of the 177 patients, at the 2 year time point, 20 patients were reported to have died (cardiovascular death).